Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 10 shocks for what appeared to be atrial fibrillation (af). This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 10 shocks for what appeared to be atrial fibrillation (af). This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that this ICD system stored two episodes with inappropriate therapy delivered for af with rapid ventricular response (rvr); one with seven bursts of anti-tachycardia pacing (atp) and seven shocks, and another with two bursts of atp and three shocks. It was determined that the patient had run out digoxin and metoprolol, and subsequently went into af with rvr. The patient's medications were renewed, and no programming changes were made. The patient was scheduled for af ablation in (B)(6) 2025. This ICD remains in service. No additional adverse patient effects were reported.